Event description:
It was reported by the rep that (1) tlc75 was used during a colectomy procedure. It was reported that the device fired twice without incident. On the third firing, the device did not cut or fire staples on the end of the staple line. There was no pt consequence.